Event description:
On (B)(6) 2011 customer reported that they received a bottle of bun reagent that had leaked due to a loose cap. No exposure or injuries were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).